Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(6) alleging the onetouch veriopro meter read inaccurately compared to another device. The patient reported blood glucose results of "126 mg/dl" with the subject meter and "56 mg/dl" on another meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
(B)(4): the meter was returned without batteries. Pa inserted batteries. The meter passed testing with no faults found. The meter met specification and was found to function properly. The test strips involved with this complaint has also been returned; however, testing was not performed since the product was expired at the time of the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.